Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switch at the act button on keypad trace. The insulin pump was received with scratches on the display window and cracks on the battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 406 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the buttons were unresponsive, they removed the battery and the issue was not resolved. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer stated that the scroll bar did not move up or down without input. Customer advised all buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.